Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. Customer stated that he was caught in a rain storm and the insulin pump may have been exposed to fluid. Customer's current blood glucose reading is 320 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. No noise anomaly during testing noted. Insulin pump had cracked display window corner and cracked reservoir tube lip.